Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-38-00 - equinoxe reverse 38mm humeral liner +(B)(6) 531-20-00 - shldr gps rvrs drill kit (B)(6), 531-78-20 - shouldr gps hex pins kit (B)(6), (B)(6) - gps implant kit v2 04008621220. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a left rtsa, underwent a revision procedure. The patient presented with infection. Everything was removed and a cement spacer was inserted. There were no device breakages or surgical delay during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for return as they were discarded at the hospital. No images were available. No further information.